Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') and hemiparaesthesia ('paresthesia on right side of face') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), pelvic pain ("pelvic pain"), headache ("headache"), paraesthesia ("paresthesia on arm"), adverse event ("aesthetic damage") and mental disorder ("psychological sequels"). The patient was treated with surgery (underwent bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, hemiparaesthesia, swelling, intermenstrual bleeding, pelvic pain, headache, paraesthesia, adverse event and mental disorder outcome was unknown. The reporter considered adverse event, allergy to metals, headache, hemiparaesthesia, intermenstrual bleeding, mental disorder, paraesthesia, pelvic pain and swelling to be related to essure. Most recent follow-up information incorporated above includes: on 21-mar-2022: the consumer´s name was provided, no new clinical information received, update to imdrf/FDA codes only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') and hemiparaesthesia ('paresthesia on right side of face') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant), swelling ("swelling"), intermenstrual bleeding ("metrorrhagia"), pelvic pain ("pelvic pain"), headache ("headache"), paraesthesia ("paresthesia on arm"), adverse event ("aesthetic damage") and mental disorder ("psychological sequels"). The patient was treated with surgery (underwent bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, hemiparaesthesia, swelling, intermenstrual bleeding, pelvic pain, headache, paraesthesia, adverse event and mental disorder outcome was unknown. The reporter considered adverse event, allergy to metals, headache, hemiparaesthesia, intermenstrual bleeding, mental disorder, paraesthesia, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergic reaction to nickel") and hemiparaesthesia ("paresthesia on right side of face") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hemiparaesthesia (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), headache ("headache"), paraesthesia ("paresthesia on arm"), adverse event ("aesthetic damage") and mental disorder ("psychological sequels"). The patient was treated with surgery (underwent bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, hemiparaesthesia, swelling, metrorrhagia, pelvic pain, headache, paraesthesia, adverse event and mental disorder outcome was unknown. The reporter considered adverse event, allergy to metals, headache, hemiparaesthesia, mental disorder, metrorrhagia, paraesthesia, pelvic pain and swelling to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): allergy to metal. The analysis in the global safety database revealed 429 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.